Manufacturer narrative:
The instrument accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si surgical procedure, the monopolar curved scissors (mcs) instrument with tip cover installed allegedly became stuck in the da vinci si system's patient side manipulator (psm) arm and would not come out. The surgical staff pulled out the port and removed the instrument once the psm was away from the patient. The surgical staff planned to install a new cannula and try a different mcs instrument to continue the surgical procedure. The user facility requested that a field service engineer (fse) contact them for further troubleshooting. Later the same day, the fse contacted the user facility to conduct troubleshooting. The fse determined that the mcs instrument tip cover had slid down prohibiting the instrument from being able to pass through the cannula. The da vinci si system was operating correctly. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
On (B)(6)2013, intuitive surgical, inc. Representative spoke with the initial reporter to obtain additional information about the reported event. The initial reporter indicated that electro lube, an anti stick solution for electrosurgical instruments, was not used with the monopolar curved scissors instrument with the tip cover accessory. Nothing reportedly fell into the patient and confirmed there was no patient injury as a result of the reported event.